Event description:
Related manufacturer report number: 2017865-2023-00437. It was reported that the patient presented for explant of the advisory pulse generator. Upon device interrogation, recorded episodes of over-sensed noise exhibited by the right ventricular lead were noted. The lead noise resulted in periods of pacing inhibition. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead with a stylet partially inserted was returned in one piece. A clavicular crush damage was found at the middle region of the lead which damaged both the inner and outer insulations. The outer coil was also found offset in this location. X-ray examination did not find any indication of conductor fractures. The cause of the reported event was due to clavicular crush damage.